Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-nov-2018 with the following findings: a review of the pump alarm history showed consecutive cs052/cs054/cs012 slave communication alarms on (B)(6) 2018. The returned battery cap was undamaged and able to fit. Further testing was unable to be performed to adequately investigate the call service alarm issue. The pump was returned in a condition making investigation of the issue impossible. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.